Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and damage (physical or cosmetic), and a cannula bent. The customer reported a blood glucose value of 401 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-751nap, mmt-397a, mmt-332a. The troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high bg event, it was unknown whether the customer was using the smartguard auto mode of the insulin pump. The customer was able to remove the infusion set and identified the cannula as bent. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a bent cannula (not a slight bend/curve). No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-751nap was requested, and the customer response was that the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.